Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the patient does not think the pump was working. A review of the pump history showed basals were delivered accurately. The patient indicated having a blood glucose (bg) values 352 mg/dl with no reported symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the meter was not returned with the pump. During investigation, the pump history was reviewed and showed that daily insulin delivery totals correctly reflected the user's programmed basal rates. A flow accuracy test was performed and the pump was found to be delivering insulin within the required specifications. The issue of inaccurate delivery was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.